Event description:
The dentist reported that the dental implant failed to osseointegrate.

Manufacturer narrative:
Device evaluation has not yet been completed; however, an update will be provided upon completion.